Manufacturer narrative:
Additional information: additional information was received that the pharmacy technicians were squeezing the IV fluids directly into the IV sets. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: occurred since "go live" on (B)(6) 2019. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that microbubbles were observed in an unspecified quantity of paclitaxel sets running at a high rate; air alarms were triggered. The sets were connected to non-baxter connectors. It was further reported that the infusion time increased as a result. This issues were noted during use of the devices. There was no patient injury or medical intervention associated with this event. No additional information is available.